Manufacturer narrative:
The reported event on the autopulse platform (sn (B)(4)) displaying user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message on the user control panel was not reproduced during functional testing; however was confirmed through the archive data review. The platform performed as intended. No device malfunction. The root cause of the reported issue was due to the patient or mannequin not oriented on the autopulse platform correctly or the patient or mannequin has shifted during compression or take-up. Upon visual inspection no physical damage was observed. During initial functional testing, no issues were observed. Load cell characterization test indicated both cell modules are functioning within the specification. The load sensing system has detected a weight/load imbalance between the two load cells (checked during power-on-self-test) due to the patient or mannequin not oriented on the autopulse platform correctly or the patient or mannequin has shifted during compression or take-up. The archive data was reviewed and contained user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message on the reported event date. The autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The platform passed all functional tests and is ready for clinical use.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message on the user control panel. No patient involvement.